Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specification. The subject guidewire was returned in two fragments. There was blood on the guidewire and in the dispenser coil. Analysis of the returned device reveled that the guidewire was bent on several places along its length. Magnified examination of the fracture site showed that the core wire was fractured, from the condition of the guidewire at the fracture site, it appears that the guidewire was kinked first and then separated. The guidewire ptfe coating was scrapped off at approximately 30.0cm from its proximal end. Information available confirmed that the device was in a good condition prior to use and that the break occurred during cleaning of the wire outside the patient. Based on information currently available and device analysis the exact cause for the reported and analyzed issues cannot be definitely determined.

Event description:
It was reported that when the guidewire was being used for the second time, the proximal section outside the patient, broke. There were no clinical consequences to the patient reported.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that when the guidewire was being used for the second time, the proximal section outside the patient, broke. There were no clinical consequences to the patient reported.